Manufacturer narrative:
This report is submitted on february 12, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant (caught his abutment on his sweatshirt when undressing and pulled the complete implant and abutment from his head. There was no indication of an infection. It is unknown if there are plans to re-implant the patient with another device.